Event description:
A physician reported the aspiration failed during the ultrasound (us) phase of the cataract procedure. The product was replaced and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Current tracking indicates there is no further trending associated with this complaint. The fluidics management system (fms) was visually inspected. The sample was tested using the console. The sample could be recognized and the service data could be retrieved from the console. However, the sample failed to prime and generated a system message code. Using a flash light, it was observed that one of the aspiration ports on the elastomer was occluded. After cutting the pump elastomer off from the base, it was found that the upper left drain port on the base was occluded with a piece of flash. The customer's complaint was confirmed. The root cause is consistent with an error during the manufacturing process whereby, flash occurs during the molding of the cassette. This complaint has been reviewed and it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis by the product team. The manufacturer internal reference number is: (B)(4).